Event description:
The patient experienced a lack of therapeutic effect beginning in 2008. The pump was used to deliver lioresal. It was reported that the catheter was 'split and leaking medicine'. The catheter tear was confirmed by the hcp. A catheter revision was planned. The reporter expressed concern that the patient was missing rehabilitation due to increased spasticity while waiting for the replacement. The patient was at home in fair condition. Additional information has been requested from the hcp, but was not available as of the date of this report.